Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that patient is getting an nlm communication error.  They are going to contact doctor and I let her know we would tell her representative. She has not changed to the other side at this time. Patient informed. The patient informed the leads had gotten disconnected.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
V: product ID 306001. Product type: screening device. Other relevant device(s) are: product ID: 306001. If information is provided in the future, a supplemental report will be issued.